Event description:
This info was provided by user to cook rep: a new set of guiding sheath was used on the pt and blood leakage was noted from the sheath. Physician had to proceed with the procedure because that was the only piece available then. Pt outcome not provided by reporter.

Manufacturer narrative:
Damage to the valve is not labeled in the IFU. Although requested, product has not been returned. Procedures are in place specific to how to puncture the membrane, which size tools to use, and how to inspect to visually verify the disc remains flat and slits across the center of the cap. These devices are 100% leak tested and inspected to ensure the product is assembled correctly (including the discs), and clean and free of debris in qc (qc). Qc also ensures the fittings are snapped together and secure. Precautions listed in the IFU state, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Complaint confirmed based on customer's statements of the event and complaint history for this failure mode and product. Although these devices are 100% leak tested, this failure mode is relevant to CAPA which implemented a design change effective (B)(4) 2011, which is after the valve assembly date for this device. The effectiveness of implementing risk reduction activities as a result of CAPA investigation will be determined as required by quality sys procedures. We have notified the appropriate internal personnel and are continuing to monitor complaints for similar occurrences. CAPA was previously issued for this failure mode and product family based on prior similar complaints. Risk reduction was implemented on (B)(4) 2011 requiring a design change to the check-flo body that more effectively captured the check-flo disk. A review of the device history record confirms the valve was assembled prior to the CAPA implementation and therefore, risk assessment is evaluated prior to that date. As a result, the associated risk does not warrant add'l corrective action at this time.